Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. The image was reviewed. It showed the endeavor resolute shelf carton, luer of the device with lot number that corresponds to the shelf carton. The stent is also visible in the image however, it is not possible to confirm stent deformation or tip deformation from the image. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute drug eluting stent to treat a severely tortuous and calcified lesion located in the distal circumflex artery, exhibiting 98% stenosis. There were no abnormalities reported in relation to anatomy. The device was inspected with no issues noted. The lesion was pre-dilatedit was reported that the stent failed to cross the lesion. A picture was provided, and the stent appeared to be damaged near the tip. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.